Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a noisy image when connecting 260 scopes. The issue was found during preparation for use for a diagnostic gastroscopy. The procedure was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It was observed during the device evaluation, the video center system exhibited a "no image". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the events reported as "noisy image" and "no image" occurred due to patient board set failure. Olympus will continue to monitor field performance for this device.